Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, when attempting to place the stent in the common bile duct to treat a biliary stricture, the stent would not come out of the sheath. It was reported that there was no visible damage to the stent. The stent and the scope were removed from the pt. The procedure was completed with another wallstent biliary endoprosthesis. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.